Event description:
It was reported that the site had obtained a non recoverable error code 23013 on the patient side manipulator(psm) 2 axis 6. An error 23013 means the potentiometer and encoder are not tracking each other properly; the problem is usually caused by either the potentiometer or the encoder (or associated wiring) being faulty. Intuitive surgical inc. (Isi) technical service engineer (tse) advised the site to power down the system and move axis 6 and all other axes a few times. The tse asked the site to completely turn off the system using emergency power off (epo) switch and disconnect the ac wall power at patient side cart (psc) while moving the axes. The site tried to restart the system; however, was unsuccessful. The tse tried multiple times to recover the error message; however, was unsuccessful. Due to the alleged issue, the surgeon made the decision to convert the da vinci surgical procedure to an open procedure.

Manufacturer narrative:
The psm 2 was requested back for investigation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted once the psm2 is returned (post failure analysis evaluation) or if additional information is received. The field service engineer replaced the psm 2 and the issue with error codes was resolved. The system tested to original equipment manufacturer specifications. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2014 and confirmed the error codes. The complaint is being reported since the surgeon decided to convert the da vinci procedure to open procedure due to the alleged error code.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the psm involved with this complaint and completed investigations. Failure analysis verified the reported errors in the system logs; however, was unable to duplicate the fault condition. The psm2 passed visual and functional testing.